Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous high and low results on seven patients on several different assays, which was generated by unicel dxc600i synchron access clinical system. The customer also reported on obtaining several (B)(4) and indeterminate (ind) false on patient results. The erroneous results were not reported out of the laboratory. The erroneous results were repeated on the same instrument and results within different category were obtained. Per customer, no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were serum. Qc data was not supplied. Customer technical support (cts) advised the customer to run a diagnostic system check. The system check failed the unwashed %cv and mean portions. Data was not supplied. Cts instructed the customer through inspecting the tubing from the wash buffer and the substrate. Also to check the aspirate and dispense probes. The customer reported everything appeared connected and did not see any crimped or twisted tubing. Cts walked the customer through cleaning the precision valve and repeat the system check. The system check was reported to still be failing the unwashed %cv. On (B)(4) 2011, a bec field service engineer (fse) found that main pipettor moved down the gantry to the analytical module, the pipettor supply tube extended and leaked. Fse replaced the pipettor supply tube. Fse verified repair per established procedures. Results met published specifications. Hardware is the root cause for this event.